Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the non-detachment was not determined. There were no issues prior to the non-detachment. The procedure was completed using a replacement coil.

Manufacturer narrative:
H3: product analysis as found condition- the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an introducer sheath. The instant detacher used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. There is no evidence of detachment attempts using an instant detacher at this location. The break indicator was found unbroken. No evidence of manual detachment attempts was found at this location. No damages were found with the remaining axium prime pusher. The coin was found still against the lumen stop. Coagulated blood was found on the implant and distal pusher. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. No damages or irregularities were found with the implant coil. Testing/analysis ¿ an in-house instant detacher was used for detachment testing, which failed to detach the implant. The pusher was broken at the break indicator and the release wire was found stuck when retracted. The blood was dissolved. The release wire was retracted, and the coin exited the lumen stop with no issues and no resistance encountered. The implant coil became detached. No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the blood found within the lumen stop and on the implant device. The implant detached with no issues once the blood was dissolved during analysis. Customer reported attempting manual detachment three times, however, the break indicator (and pusher) was found unbroken. As the instant detacher used during the event was not returned for analysis, any contribution of the instant detacher to the non-detachment could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the spring coil was filled, repeated attempts were made but it could not be detached. The physician made 1 attempt to detach the coil with the instant detacher. They did not try to detach with another instant detacher. There were 3 manual attempts at detachment via hypotube. There were no issues reported with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the right internal carotid artery communicating segment with a max diameter of 4mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.